Manufacturer narrative:
Per customer, qc was erratic; however, qc data was not provided. System checks were within specifications in early 2008. The lab was a policy of repeating all accu tni results >0.04ng/ml. The specimen was collected in a bd, lithium heparin plasma tube with gel separators, and was centrifuged at 3,500 rpm for 10 minutes. The sample was aspirated from the primary tube for testing. The sample collection tube was not re-spun before repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing and all results passed within specifications. The fse verified hardware performance per protocol and obtained passing results. No hardware issues were found. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. An initial accu tni result was 0.97 ng/ml. The sample was re-tested and repeated result of 0.01ng/ml was reported out of the lab. No death, injury, or change to patient treatment occurred, as a result of this event.